Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) stated that everything looked normal and he did not start initial drain without being connected. The baxter technical service representative (tsr) had the hp power cycle the hc to end therapy and advised the hp to start over with new supplies. The hp would start over with new supplies and the hc was operational. The patient was either connected at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. All bags were properly connected. There were no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The hp would complete therapy with new supplies. The sample was not available for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The problem was not confirmed. The root cause was undetermined. This issue is being investigated through CAPA.